Event description:
It was reported that the patient experienced a loss of bladder control and stimulation in the wrong location. The stimulation was in the patient's right leg and foot and also in her buttocks instead of her perineum. The patient was getting utis and was urinating more often. It was reported that the patient's toes were curling on her right foot. She originally felt stimulation in the perineum, but then it stopped. She changed settings and could not remember what her original program was or where the amplitude was set. The patient was on program 1 and she lowered stimulation from 2.7 to 2.5 volts. The stimulation subsided in her legs and her toes uncurled. The patient was able to feel the stimulation at 2.5 volts. Additional information received reported a loss of therapeutic effect. The patient was reported to be ''very sick'' and very nervous and wanted the device removed. She was on program 4 and had no appetite. She was hurting and was not able to sleep. She was feeling hot then cold. The patient tried all of her programs and tried to change programs and the amplitude but was feeling the stimulation in the wrong location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v931583, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.